Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis, bicuspid, coronary artery disease (cad), dilated aorta ¿ surveillance, hypertension (htn), hyperlipidemia (hld), diabetes mellitus (dm), chronic kidney disease (ckd), multiple myeloma on chemotherapy, chronic pancytopenia and gout. The length of the membranous septum was 5.4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed. The patient went into complete heart block. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient received a permanent pacemaker implantation to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, procedural complications (off-label use) and/or patient comorbidities contributed to the event. However, these could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿pre-implantation precautions: the safety and effectiveness of the navitor¿ valve and flexnav¿ delivery system have not been evaluated in the following patient populations: ¿ congenital unicuspid or bicuspid valve, or any leaflet configuration other than tricuspid¿.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis, bicuspid, coronary artery disease (cad), dilated aorta ¿ surveillance, hypertension (htn), hyperlipidemia (hld), diabetes mellitus (dm), chronic kidney disease (ckd), multiple myeloma on chemotherapy, chronic pancytopenia and gout. During the procedure, the valve was successfully implanted with no additional procedural information. Post-procedure on (B)(6) 2025, the patient went into complete heart block which resulted in a permanent pacemaker implantation to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.